Event description:
The patient's family member called to report that the six v-go 30 devices fell off . Patient family member stated that the application site was prepared properly and there was no interference with clothing. The v-go 30 devices were discarded.